Event description:
Employee received a laceration from the tray plate while performing maintenance on the sterilizer.

Manufacturer narrative:
The tray plate was not returned for evaluation. We were unable to determine the cause of the laceration.